Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, steam sterilization cannot be applied for this product. Therefore, it is likely that the camera head was broken because temperature higher than expectation or high-pressure load was applied. The event can be detected/prevented by following the instructions for use which state: "do not steam sterilize the camera head. The camera head is damaged". Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported that when inspecting the hd 3cmos camera head at the user facility, the image was foggy, and the coupler was discolored due to non-recommended sterilization process (steam sterilization). There was no patient involvement. This report is being submitted for the incorrect sterilization process.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the foggy image was confirmed, caused by a faulty ccd (charged coupler device). In addition, water leakage was found in the zoom handle and in the cable unit. Water and external chemical leakage were found inside the ccd unit. Deformation of the front head packing and scratches and discoloration on the front head cover were found. The camera head zoom ring and the camera head focus rings had scratches and discoloration, caused by steam sterilization. Cut marks and wrinkles were found on the cable unit, and the grooves of the coupler had deformation, and rust and hit marks. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.